Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. Manufacturer¿s reference number: (B)(4).

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: diab m, wazni om, saliba wi, tarakji kg, ballout ja, hutt e, rickard j, baranowski b, tchou p, bhargava m, chung m, varma n, martin do, dresing t, callahan t, cantillon d, kanj m, hussein aa. Ablation of atrial fibrillation without left atrial appendage imaging in patients treated with direct oral anticoagulants. Circ arrhythm electrophysiol. 2020 sep;13(9):e008301. Doi: 10.1161/circep.119.008301. Epub 2020 jul 24. Pmid: 32706992. Objective/methods/study data: a total of 900 patients undergoing atrial fibrillation ablation between january 2011 and march 2018 were enrolled in a prospectively maintained data registry. All consecutive patients presenting with atrial fibrillation or atrial flutter on direct oral anticoagulants were included. Periprocedural thromboembolic complications were assessed. Lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: lasso catheter or pentaray catheter. Concomitant other biosense webster devices that were also used in this study: carto concomitant non-biosense webster devices that were also used in this study: ensite navx (st. Jude medical inc.) Adverse event(s) and provided interventions: thromboembolic complications occurred in 4 patients: 1 patient with ischemic strokes: (B)(6) male. He was admitted to the cardiac intensive care unit for difficulty to extubate and oliguria post-pvi. He developed delirium and was eventually found to have a stroke in the right middle cerebral artery territory with hemorrhagic transformation. He demonstrated full recovery upon follow-up with no residual deficits. 1 patient with ischemic strokes: (B)(6) female. Had an uncomplicated in-hospital course post ablation. She returned 2 weeks later with left hemiplegia and acute right middle cerebral artery distribution infarct on magnetic resonance imaging. This was managed conservatively. Residual deficit of mild asymmetry of lower face, and mild weakness of left leg persisted. 1 patient transient ischemic attack: (B)(6) male. Occurred 6 weeks after ablation with symptoms of right sided weakness and speech abnormalities and evidence of several small infarcts on magnetic resonance imaging. All symptoms resolved within hours and required no further interventions. 1 patient splenic infarct: (B)(6) man. Occurred 5 days after ablation. This patient improved clinically without need for further interventions. Bleeding complications occurred in 2 patients: 2 patients with pericardial effusion: one occurred intraprocedural and another occurred one month later. Both underwent pericardiocentesis. It is unclear within the text of this article which biosense catheter was used on each patient that presented with a complication.